Event description:
It was reported that a gap was observed between the spike port of the uv twin bag and the transfer set after the components were connected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were all performed with no issues noted. The spike diameter measured within allowable specification limitations. The reported connection issue was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.